Manufacturer narrative:
B3. Reported event date is date article was initially published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Roy, j. M., musmar, b., koduri, s., baldari, a., sokol, z., amaravadi, c., karadimas, s., kozak, o., mackenzie, l., schmidt, r. F., ghosh, r., tjoumakaris, s. I., gooch, m. R., zarzour, h., rosenwasser, r. H., <(>&<)> jabbour, p. M. (2026). Flow diversion in patients with concurrent anticoagulation: multicenter experience and systematic review of literature. Operative neurosurgery (hagerstown, md.), 30(2), 242¿249. Https://doi.org/10.1227/ons.0000000000001660 medtronic review of the literature article found a retrospective multi-center study of patient on concurrent oral anticoagulation before flow diverter treatment of intracranial aneurysms between january 2018 and january 2024. A total of 19 patients underwent flow diverter treatment of 20 aneurysms while on anticoagulants. Multiple manufacturers' devices were used; 9 patients in the study group were treated with pipeline embolization devices, both pipeline flex and pipeline flex with shield were used. No devices malfunction was reported in the article. Serious adverse events reported in the article regarding patients treated with pipeline which did not result in death included: - a 75 year old female patient had a pipeline flex with shield stent implanted to treat a posterior communicating artery (pcom) unruptured saccular aneurysm that measured 3.7 x 2.8 x 4.4mm. It was reported that the patient/aneurysm required retreatment.